Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200-299 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.